Event description:
The hcp reported that, at implantation, there was passive cerebrospinal fluid backflow through the catheter; he was also able to flush water through the catheter access port prior to connecting the catheter to the pump. However, after connecting the catheter to the pump, the hcp had difficulty aspirating fluid through the catheter access port. The pump remains implanted. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.